Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
No injury [no adverse event]. Head to come off all together - oral-b [device breakage]. Gap between the brush and the bottom of the refill brush is about 3 or 4 mm loose on the brush - oral-b [device connection issue]. Case narrative: a spouse via phone stated that ther husband's oral-b sensi toothbrush refill heads and an unspecified oral-b toothbrush refill head ("pc 917472") did not sit on his oral-b triumph toothbrush (model: 3762), and it was not uncommon for the oral-b toothbrush heads to come off all together. He did not experience an injury. There was a 3-4 millimeter gap between the oral-b triumph toothbrush and the bottom of the oral-b refill brush, and the refills sat loose on the oral-b toothbrush. No injury was reported.